Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on 4/19/2022 reporting that the pump battery could not be charged. The customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.